Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation lead impedance suddenly rose to 173 ohms, from 51 ohms on 2014-(B)(4). Analysis of the device memory indicated a lead impedance out of range alert. Svc defibrillation lead impedance warning occurred on 2014-(B)(4). The lead impedance was 173 ohms, while the threshold to alert was set as 100 ohms.

Event description:
It was reported that after three months the right ventricular (rv) lead impedance was anomalous. A new rv lead was implanted and the old rv lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtbb2d1, ICD, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a system alarm occurred for the right ventricular (rv) lead impedance. The alarm was turned "off" and the patient will be checked in three months. The rv lead remains in use. No patient complications have been reported as a result of this event.